Event description:
It was reported that during pt care, lifeband broke. The pt was approx (B)(6).

Manufacturer narrative:
Device has been received by zoll, but eval has not been completed. A supplemental report will be submitted when device eval is completed.